Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous arteriovenous fistula. The 4.0x20/80mm (4f) sterling balloon was advanced into the target lesion with no resistance. During the first inflation, the balloon was inflating uniformly, and at 10atms, the balloon became banana shaped due to the lesion/vessel characteristics and ruptured. The procedure was able to be completed with another of the same device with no pt complications. The pt condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).